Event description:
It was reported that a symptomatic patient with presented in clinic for normal follow up with complaints of dyspnea. No electrical anomalies were detected. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced. Patient condition was satisfactory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.9-16.1cm and 16.4-16.6cm from the connector pin and at 41.4-41.7cm from the distal tip, consistent with lead friction to the device can, and at 18.9-19.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 16.4-18.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.